Manufacturer narrative:
Investigation of returned material revealed the end cap not being affected - concomitant item.

Event description:
Iy was reported that t2 gtn system was implanted on (B)(6) 2013. These implants were removed on (B)(6) 2015. Then the patient complained the pain and foreign material was confirmed on the x-ray image. On (B)(6) 2015, the material was removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that t2 gtn system was implanted on (B)(6) 2013. These implants were removed on (B)(6) 2015. Then the patient complained the pain and foreign material was confirmed on the x-ray image. On (B)(6) 2015, the material was removed.